Event description:
Customer stated that at 12:30 p.m. On the day of the event the 5-day ambulatory infusion system started with 2268 mg of 5-fu. At 12:30 p.m. On the following day only 10cc were infused "under delivery".